Event description:
The customer reported that while the iabp was in use on a pt, the iabp gave a false blood back error message. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
There was a fault alarm and it was due to condensation. There was no need for any part replacement. Service was provided by a customer biomed. (B)(4).